Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation. Updated fields: d8, d9, h2, h3, h6 the device was returned and evaluated on related MFR 30477 where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was difference of recognition on device handling between the user and recommendation by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported having used the colonovideoscope on a patient after the results for routine culture testing. Positive culture test results were received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.